Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; d3; g1; h1; h3; h6.

Event description:
It has been determined that the events associated with this complaint is not severe. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: air bubbles.

Event description:
Patient reported was not happy, they had air bubbles. This is for the left side. Device has been explanted.